Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn:m365sc231650e0, model:sc-2316-50e, serial:(B)(6), batch:7235999, UDI: (B)(4).

Event description:
It was reported that the patient had an infection at the trial lead site. Symptoms of back pain, swelling, fever, puss and tachycardia were noted. It was also mentioned that the patient had an epidural abscess extending from cervical through lumbar spine and was admitted to the hospital where laminectomy or washout was performed. The physician removed the trial leads and ended the trial, and the patient was placed on antibiotics. The physician confirmed that the infection was procedure related. The explanted trial leads were discarded and will not be returned.

Event description:
It was reported that the patient had an infection at the trial lead site. Symptoms of back pain, swelling, fever, puss and tachycardia were noted. It was also mentioned that the patient had an epidural abscess extending from cervical through lumbar spine and was admitted to the hospital where a laminectomy or washout was performed. The physician removed the trial leads and ended the trial, and the patient was placed on antibiotics. The physician confirmed that the infection was procedure-related. The explanted trial leads were discarded and will not be returned. Additional information was received indicating that the patient had complained of back pain and was subsequently hospitalized, where they later passed away. The physician assessed that the infection was procedure-related, and the death was directly due to the infection.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn:m365sc231650e0. Model:sc-2316-50e. Serial:(B)(6). Batch:7235999. UDI: (B)(4).